Event description:
Using the replacement CPAP. Since I got it there has been a terrible odor changed hoses and was told probably "new car smell" I had some infiltration in my other lung, lately was put on meds and had to have another CT scan. Been short of wind and some chest pains when sneezing. Last week my humidifier quit or I believe it did because it quit using water, and I wake up with extremely dry mouth. With the loss of humidifier the odor stopped. I took it in today they messed with it and said it was working and it was. I got it home plugged in and it heated up as it should and there was no odor. I am wanting it on record, something is wrong with this machine. FDA safety reported ID# (B)(4).